Manufacturer narrative:
The referenced device was returned to olympus for evaluation. A visual inspection on the received condition was performed on the device and found there is some tissue buildup at the jaw which is indicative of use. The teflon pad was inspected and the teflon pad was lifted and exposing metal. There is also evidence of a charred mark on the top side of the jaw. The distal end of the device was inspected under a microscope and found no visual indication of damage on the probe tip unit. In addition, the wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. The metal exposure at the teflon pad could contribute to the reported complaint. Insufficient information was provided by the user facility regarding the details of the reported event. Multiple follow ups were made to the user facility to obtain additional information regarding the reported event but no information was obtained. Based on the device evaluation, the reported complaint of the jaw would not activate was confirmed. The most probable cause of the reported event could potentially be attributed to operational error. To mitigate the risk of a device malfunction and patient/user injury, the following details are found in the instruction manual as warning. Do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.

Event description:
Olympus was informed that prior to procedure, the device was tested and the jaw of the device would not activate.